Manufacturer narrative:
In absence of a returned product, our investigation is complete. Should new information become available at a later date, event will be reviewed for any required actions.

Event description:
Boston scientific received information that the patient with this lead complained of pain post implant. An x-ray reviled the lead tip maybe through the pericardial tissue. The lead was removed and replaced with a competitor product. The explanted lead is not intended to be returned for analysis and no additional medical intervention was required.